Event description:
Independent repair center: customer alleged alarming/red light. The key failure is the pe valve is not shifting. Associated malfunctions for this device: sieve beds saturated, poppet valve not shifting.